Event description:
During a check out in the sales office, a ventilator's navigation buttons did not respond correctly. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the issue was confirmed. The device's front panel board and keypad need replaced to address the issue.